Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014". It is alleged that the patient died as a result of the use of the filter without further explanation. Hospital and medical records have been requested but not yet provided.